Event description:
It was reported that during a routine generator change, the right atrial lead was noted to have been dislodged. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed), which was also distorted. The inner insulation and inner tubing were kinked/buckled, and the outer insulation was noted to have a white substance and a cosmetic depression present. Blood was found in/on the helix/lobe mechanism and tissue was found on the helix. The lead appeared to have been stretched and exhibited apparent explant damage.